Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged and a partially formed staple. The distal end of the frame was cracked. The stapler was returned with 13 staples left in the cartridge indicating that at least 22 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, a staple properly formed and release. However, a piece of the cover block that attaches to the trigger broke off when the trigger was engaged. This damage prevents the staples from properly forming and could also cause the staples to become misaligned. No more testing could be done after the piece of the cover block broke. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "stapler jamming" was confirmed based upon the sample received. The returned stapler was able to successfully fire the first staple, but a piece of the cover block that attaches to the trigger broke off when the trigger was fully engaged. There was also damage to the distal end of the frame. It is unlikely that these damages were present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, operational context caused or contributed to this event. A corrective action is not required at this time as operational context caused or contributed to the complaint issue. Teleflex will continue to monitor and trend related events.

Event description:
The stapler is jamming and all of the staples cannot be applied. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73g1600690. Investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler is jamming and all of the staples cannot be applied. There was no patient injury.